Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer alleged that the pump "doesn't work"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Customer administered a bolus via the pump and drank water to address bg and went to the emergency room with moderate ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.